Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 150 and 176 mg/dl. Tests were not performed back to back. The customer's expected fasting blood glucose test result range is 80 - 122 mg/dl. Customer was using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 210 mg/dl and 226 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/25/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).